Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had chips and cracks in the front housing by the battery compartment and bezel. Review of the device data log noted an alarm displayed for wrong cassette after cassette latched. Functional tests included use testing. No problem was found with the pump displaying "wrong cassette" alarm message when a cassette was latched and or when the pump was run with the customer's returned program. The downstream occlusion sensor and motor were replaced and the housing was fixed.. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for the wrong cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's front case was damaged. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: patient identifier, date of event.